Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Based on the claim against the product by the customer noting the wristed needle driver instrument was stiff and did not move in the intended direction, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The wristed needle driver instrument was analyzed and found to fail intuitive motion. Visual inspection found no issues at the distal end. The instrument passed the recognition and engagement tests. The instrument did not move intuitively with full range of motion in all directions. The instrument's movements were imprecise (normal but non-exact within joint limits and in the expected direction with vibrations or small-scale dithering.) The probable root cause of the nonintuitive motion could not be determined based on the failure analysis results. The complaint regarding non-intuitive motion was confirmed by failure analysis, which indicates that the device did contribute to the customer reported issue.

Manufacturer narrative:
Based on the claim against the product by the customer noting the wristed needle driver instrument was stiff and did not move in the intended direction, an investigation is in progress. Intuitive surgical, inc. (Isi) received the instrument related to this complaint for evaluation, but failure analysis investigation has not been completed. Additional information is being gathered to determine the contribution of the device to the customer reported issue. A follow-up MDR will be submitted following the completion of product evaluation and if additional information is received. The investigation to determine the cause of this reported event is currently in progress. As such, the probable root cause cannot yet be determined based on the information provided. This complaint is considered as a reportable malfunction due to the following conclusion: it was alleged that the wristed needle driver instrument moved with unintuitive motion. Unintuitive motion could lead to subsequent tissue damage. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. Blank MDR fields: follow-up was attempted, but the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Fields g5 and g7 are not applicable.

Event description:
It was reported that during a da vinci-assisted myomectomy surgical procedure, the wristed needle driver instrument was stiff and did not move in the intended direction. A backup instrument of same kind was used to continue the procedure. There was no report of fragment(s) falling inside the patient. The procedure was completed with no report of patient injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use with no abnormality. The customer confirmed that the instrument was stiff and the jaw moved in the wrong direction. The issue occurred while the surgeon¿s head was inside the surgeon console (sc)¿s high resolution stereo viewer and the surgeon was attempting to manipulate instruments from the sc. The surgeon attempted to move the instrument to the right, but it persistently moved to the left without shakiness/ friction and external collisions. The movements of the surgeon scaled appropriately to the instrument and the timing of instrument movement was not appropriate. There was no instrument-to-instrument or system arm-to-arm interference. The drape number was unknown, and the drape would not be returned. There was no injury to the patient as result of the event.